Manufacturer narrative:
On (B)(6) 2017, a field service engineer . Fse was dispatched and found debris and serum on incubator carousel, and found serum build up on mixer. Fse cleaned the incubator and the mixer. Customer ran and verified quality controls( qc, all were within range. The aia-2000 was functioning as intended. No further action required by field service. The probable cause of the event, was build up on the incubator. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer reported on the aia-2000st, (B)(4), an unusual noise was observed. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.